Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery and motion position encoder error alarm was confirmed in the history file. Device passed the rewind basic occlusion test, prime test and displacement test. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motion test failure alarms noted. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error followed by a motion test failure the night before and then again the day of the call. Blood glucose value was 120 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.